Event description:
A company representative reported that a tritanium pl cage fractured approximately 3 months post-operatively. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a titanium pl cage fractured approximately 3 months post-operatively. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time.